Manufacturer narrative:
No report of patient involvement. The hospital reported they would repair the unit and declined ge healthcare service.

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient involvement.